Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed that the introducer batch met all incoming inspection requirements. The cause of the reported hematoma (access site adverse event) could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation.

Manufacturer narrative:
This follow up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. No additional information impacting the previously reported device return status is available at this time.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in an 80-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following device placement, a hematoma was observed at the femoral access site. Hemostasis was initially attempted with manual pressure, the clinical team decided to apply a femoral compression device (femstop). The hematoma was managed with standard interventions. The patient subsequently expired. The reported event involves hematoma, which is a known risk associated with large-bore femoral arterial access and anticoagulation in critically ill patients, as described in the instructions for use. The hematoma resolved after standard troubleshooting and the case is conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition.